Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies noted.